Event description:
The customer reported that it was difficult to open the device after sealing tissue. The jaws were forced open with another instrument. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.